Event description:
Patient reported pump has stopped due to blockage detected four times since the end of (B)(6) when there is no blockage. Wanted pump replaced. Patient using ms3 pump for IV united therapeutics remodulin. Sent patient out new pump for delivery. No further information available at this time. Dose or amount: 87.25nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2015 to ongoing.